Event description:
On (B)(6) 2010: the dialyzer (aps-15sa: lot#30373x) was used for hemodialysis (hd). At 20 minutes after start of treatment, blood pressure (bp) decreased (systolic bp: 192=>66mmhg). After the onset of these adverse events, physiological saline 500ml and 10% nac1 for injection 20ml were administered, and leg elevated, then blood pressure recovered to 160mmhg. On (B)(6) 2010: the dialyzer (aps-15sa: lot#303y3b) was used for hd. Immediately, blood pressure decreased. After 40 minutes passed bp recovered gradually, systolic blood pressure stabled at 140mmhg. The dialyzer was not changed another one, then hd was conducted without problem.

Manufacturer narrative:
Additional information for lot # 30373b. This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in u.s. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #30373x, and 303y3b. As a result, no abnormality were found in records. The 7,968 units of this lot #30373x and 8,616 units of this lot #303y3b were distributed to the medical facilities respectively, and no similar event using these lot #30373x and 303y3b were reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.